Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative who spoke with a healthcare professional (hcp) reported the catheter kink was not confirmed. The hcp decided to replace the entire catheter. The catheter would not be returned as it was discarded by the hcp. The patient's height and weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving bupivacaine (20mg/ml at 3.8mg/day), baclofen (600mcg/ml at 114mcg/day), and morphine (10mg/ml at 1.9mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the hcp indicated there was a concern of a possible kink in the catheter. The catheter was aspirated successfully during a pump replacement for normal battery depletion on (B)(6) 2019, but the hcp suspected that maybe there was a kink when they put everything back in the pump pocket. It was noted that if they had to revise the catheter, it would be in the pump pocket area. The hcp wanted to increase the intrathecal (it) dose by 80%. No patient symptoms were reported and no further complications were reported or anticipated.